Event description:
Catheter was surgically removed but cannot find the ingrowth cuff. The surgeon palpated the area before and after the procedure and there is nothing there.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.